Event description:
During a surgical procedure using the renaissance system at cornerstone surgery center (USA) ) on (B)(6) 2018, the registration process was challenging and required multiple attempts. While guiding unit and platform were connected to the patient, the patient bucked and moved causing the entire platform to move requiring reregistration. After completion of another registration it was noticed that the guiding unit was broken by the patient's movement and the surgeon decided to abort the surgery and continue free hand. No patient harm reported. Trying to troubleshoot the registration issues resulted in a prolongation of surgery by over an hour.